Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual inspection found any issues. Dimensional inspection found that the screw length has wrong size. The batch should contain screw c6244-09 (1.024 inch-26 mm), but actually contain c6244-01 (.393 inch-10 mm). Ar-8933v-26s (batch 13488299) with the wrong screw in the package.

Event description:
It was reported that the device has the wrong size. There was no harm or adverse event for patient, operator or third party reported. No further information received.